Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead: (b)(60 2010. 409258 implantable pacing lead: (B)(6) 2002. 507652 implantable pacing lead: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The device met 87% of the expected longevity.

Event description:
It was reported that the device was suspect to early battery depletion as the device lasted only two and a half years. It was noted that the patient had received some appropriate shocks on the device and had a higher lv (left ventricular) lead output at implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.